Manufacturer narrative:
Investigation into this complaint included a customer data review, retain, file sample evaluation, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the runs involving the questioned sample ids listed in the ticket were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Each reported sid and their curves were reviewed. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. The instrument and environmental swabs came back positive for sars-cov-2 at the iru handler gripper, extraction unit 1, extraction unit 4, sample prep 1, monitor, handles, and fridges. The iru handler was covered in crystals, and it was found that coiled cable touching the counterweight caused it to mix and spill the contents of the iru. The coiled cable was repositioned, the instrument and areas cleaned, and the swab and negative sample run was performed. All results came back negative. This is the likely cause of the contamination and discrepant results. Retain, file sample evaluation: files retain sample was tested by the complaint support team. The file sample evaluation met all validity and acceptance criteria with no error codes and all testing replicates were interpreted correctly by the assay software. As a result, the file sample evaluation received a disposition of pass. Device history record (DHR) review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384134 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 and its components. This CAPA review did not identify any nonconformances related to the reported complaint. Complaint history review: the complaint history review and complaint trending review were performed. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 was not identified.

Manufacturer narrative:
An elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred sweden using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates, the following additional mdrs have also been submitted: 3005248192-2023-00273. 3005248192-2023-00275.

Event description:
The customer reported a false positive result for the sars-cov-2 target of the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) was run on (B)(6) 2023 on the alinity m and gave a positive result for the sars-cov-2 target. When retested on genexpert and alinity m, a negative result was obtained. There was no report of impact to patient management.